Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 40mg/dl to 152mg/dl and blood glucose was 40 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.